Event description:
Reporter indicated that device interrogation at office visit resulted in a fault error message. Subsequent attempts to communicate with the pt's device were unsuccessful due to apparent problems with the physician's programming system. The pt's device was interrogated by a different physician using a different programming system and was reportedly found to be set to 0ma output current, which is an expected result since previous device diagnostic test was interrupted. The pt's device was reprogrammed to prescribed settings using the original physician's programming system after successful troubleshooting. At the start of the aforementioned office visit, the pt indicated that she could no longer feel magnet mode stimulation. Upon reprogramming the pt's device to prescribed parameters, the pt indicated that she could feel magnet mode stimulation again; therefore, it is believed that the pt's device may have already been inadvertently programmed to 0ma output current upon arrival at the office visit due to communication difficluties during a prior office visit, but investigation to date has been unable to confirm.

Event description:
Physician's programming wand was returned, tested, and found to be funtioning within specification. The reported communication difficulties were likely due to electromagnetic interference as described in troubleshooting guides.